Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon review, it was revealed that the right atrial lead exhibited sudden jump in impedance and automatic mode switch episodes. Also, the jump in impedance values was noted three months ago and have since stabilized. Patient was stable and will continue to be monitored.